Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes reported that the tubing of her infusion set broke at the luer lock. She did not remember the tubing being pulled or anything that would cause the tubing to break. She had the tubing on hand for return. She had also just gotten a box for return of a cassette which the tubing broke off on the cassette side and she will return this tubing with that cassette. The operator of the device was the lay user or patient. No patient harm or no patient injury. The event occurred during infusion.